Manufacturer narrative:
Lot review: a review of suspect lot# 3335655 showed 340 units were manufactured, tested, inspected, and released november 2016 with no exception documents cited. Visual inspection: received four (4) used (partial sets) and five (5) packaged 011-46104-42, arterial safeset transpac; suspect lot# is 3335655. The four (4) used partial sets returned consist of the reservoir, ssii, neo/ped,mto 3" pt tbg. The sets were very bloody. One partial set included the marvelous valve and 6 inch tubing. A slip syringe was attached to the valve. All four of the used devices the red winged male luer was separated from the 2 inch tubing on the arterial line . The male luers were not returned. Five packaged samples of the same suspect lot# 3335655 were received. Functional performance testing: all four used units were visually examined and a sufficient solvent ring was observed all the way around the tubing in each of the four returned used samples. In one sample the bonded mating luer was returned and solvent was observed in the inner diameter of the luer. Each of the 5 packaged samples was iso tested for hard to soft solvent bonds with 15 n for 15 sec then they were pulled to failure and each packaged unit exceeded product specification. Final analysis summary: the reported compliant of tubing separation was confirmed. The root cause of the failure has been determined to have been caused from unintended excessive force. Each of the failed units were observed to have a sufficient amount of solvent on the tubing of the 2" section and on the one returned male luer. The five packaged units exceeded product specification. ICU medical will continue to monitor and trend.

Event description:
Complaint regarding four safeset line separated at bonded area. No adverse patient consequences reported.

Manufacturer narrative:
A review of lot 3335655 showed (B)(4) units were manufactured, tested, inspected, and released (B)(6) 2016 with no exception documents cited.

Event description:
Complaint regarding four 011-46104-42, arterial safeset transpac; lot# is 3335655 (mfd. 12/2017). Report states: safeset line separated at bonded area. No adverse patient consequences reported.